Manufacturer narrative:
Patient info: not applicable as there was no patient contact. If implanted, give date: not applicable, device not implanted. If explanted, give date: not applicable, device not implanted, therefore not explanted. The reported complaint cannot be confirmed. (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the intraocular lens (iol) got stuck when the stamp passed over it in the shooter and finally tore off. There was no patient contact and no further details were provided.